Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects number 1 states, "material sensitivity reactions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01419, 1825034-2013-02729 / 02731).

Event description:
It was reported that patient enrolled in (B)(4) study, underwent bilateral total hip arthroplasty on (B)(6) 2003. A subsequent revision to the right hip was performed (B)(6) 2012 due to pseudotumor and capsular necrosis.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-01419, 1825034-2013-02729 / 02731).

Event description:
It was reported that patient enrolled in clinical study, underwent bilateral total hip arthroplasty (B)(6), 2003. A subsequent revision to the right hip was performed (B)(6), 2012 due to pseudotumor and capsular necrosis. Additional information provided from legal counsel reports patient allegations of pain, discomfort, difficulty walking and difficulty sleeping. Additional information provided from legal counsel reports patient had elevated metal ions at time of right hip revision. Additional information provided from legal counsel in the form of blood test results. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.